Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported by a sales rep that, during an unknown surgery, that d8832 has the same product number but a different the pet name of the needle (needle shape) from the operating room. It was confirmed that one was ctxb and the other was d8832, the same as bp-2, but the pet name printed on the package was different when the photo was checked. Since the catalog lists bp-2 as a current product, it is likely that ctxb specification is a defective product. This event was found before use. It was not a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please clarify how many boxes were affected by the reported issue? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) attached is the email that was shared with the san angelo team to provide them with the relevant information. Photos are also included in the email, and we would appreciate it if you could review them. ·report, input for pds d8832/the needle code markings on the package are different. ·es202610484.